Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h11. One ensitex surfacelink (surflink) module was received for evaluation. Based on the investigation and information provided to abbott, the reported event was confirmed, and the root cause was attributed to an physical damage to the active belly patch pin from an undetermined event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances associated with the reported event were identified.

Event description:
During the supraventricular tachycardia procedure, there was a delay due to the ensite x surfacelink module missing a pin. The patches were not able to be connected. The patches were replaced, the ensite x amplifier was rebooted, and the ensite x dws was rebooted, but the issue persisted. The ensite x surfacelink was replaced, and the issue was resolved. Upon inspection, it was noted that the ensite x surfacelink was missing a pin. There were no adverse consequences to the patient.